Event description:
It was reported that the patient presented for lead revision. During the procedure the set screw was noted to be stripped. Attempt to tighten the set screw was unsuccessful. The device was explanted. A new device was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported event of stripped set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.